Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Acetabular component moved in the acetabulum.

Manufacturer narrative:
The device was not returned for evaluation. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Device not returned

Event description:
Acetabular component moved in the acetabulum.